Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they did not receive the low battery alert prior to the replace battery alert . The customer¿s blood glucose level was unknown. The customer stated that this was not a second occurrence of the replace battery alert. The device will not be returned for the analysis.